Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagoscopy procedure performed on (B)(6) 2022. During the procedure, after the handle was rotated, it was noticed that the bands could not be deployed. It was reported that the procedure was completed; however, it was unknown what device was used complete the procedure. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagoscopy procedure performed on (B)(6) 2022. During the procedure, after the handle was rotated, it was noticed that the bands could not be deployed. It was reported that the procedure was completed; however, it was unknown what device was used complete the procedure. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly ) was analyzed, and a visual evaluation noted that the ligator head had six bands attached, some bands overlapped. The trip wire was not secured. The suture thread was cut, possibly during device removal, which is not considered a device problem. The ligator housing teeth were bent. Per media analysis, the photo showed the handle with part of the trip wire, and ligator head with some bands overlapped. A functional evaluation was performed by rotating the handle knob, and the click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some ligator head teeth were bent, the some of the attached bands overlapped. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire slipping through the handle assembly and contributed to an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands, causing more tension on the device, consequently, bending/damaging the teeth. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.